Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebw0230 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that prior to use on patient, during pre-flushing, it was observed by the team that the catheter had a hole. This report addresses the second of three devices.